Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked and the battery cap threads were stripped. There was an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 28-feb-2018 the device has been returned and evaluated by product analysis on 07-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. During investigation, the battery compartment was found to be cracked on the side from the threads to the pump cover. There was no evidence of moisture corrosion in the battery compartment. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to properly secure to the returned pump to maintain an electrical connection. A test battery cap was used and able to properly secure to the pump and maintain an electrical connection for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components.